Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event could not be confirmed due to lack of product and information. No product was returned or pictures provided; a product evaluation could not be performed. Medical records were not provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: associated products: item name: oxf uni tib tray sz aa lm PMA; item: 159531, lot: 2466877. Item name: oxford uni twin-peg femoral xs; item: 166940, lot: 2534716. G2: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision surgery due to a bearing fracture, approximately 4 years, 1 month postoperatively. The patient experienced pain and instability before the revision. Attempts have been made, and no further information has been provided.